Event description:
It is reported that the patient had an acute mi on the day of the index procedure and a 2.75mm diameter x 12mm length resolute integrity drug eluting stent was implanted in the patient. It was reported that the patient presented to hospital approximately 2 weeks later with a stent thrombosis. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis). No results available since no evaluation performed (device or procedural images not returned). Conclusion: unable to confirm complaint (device or procedural images not returned for evaluation). Known inherent risk of procedure (stent thrombosis). (B)(4).